Event description:
Per the clinic, the patient experienced discomfort with device use resulting in non-use. Subsequently the device was explanted on (B)(6) 2015; during the same procedure the patient was re-implanted with a new device.